Event description:
Complainant reported that the insufflator was run for 20-30 minutes while pt was being prepped for surgery. After approximately 30 minutes, the unit went dead and would not function.